Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging machine is not working properly, the machine keep changing air pressure by itself, it is choking her. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. During the internal investigation, manufacturer observed unknown white contaminant on the blower box, blower, blower impellors and blower seal. Evidence of liquid ingress was observed on the blower. The manufacturer was able to confirm the presence of degraded sound abatement foam residue in the blower box. The manufacturer is unable to directly address any symptoms and cannot confirm a pressure issue due to sound abatement foam degradation. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow.